Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed program alarm anomaly and unexpected restart error before blanking out. The patient's blood glucose at the time of incident was 12.0 mmol/l. The customer attempted to restart the insulin pump several times but could not; the device would shut off without a low battery indicator. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to faulty force sensor resistor. However, the motor passed motor test. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Off no power and low battery alarm functioned properly. The insulin pump passed self-test and a21 test. No unexpected a13 or a21 error alarm noted during our testing. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.